Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 407452 lead implanted: 2015-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead exhibited sensing failure. It was determined that the lead dislodged post-implant. The lead was reprogrammed and remains in use. Due to the patient's advanced age, lead will continue to be monitored. No patient complications have been reported as a result of this event.